Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-04838. It was reported the patient complained she experienced pain from the scs stimulation since she was implanted. The physician believed the pain the patient experienced was due to the lead being placed on the dura which created pain when the stimulation was on. The physician replaced the patient's scs leads and revised the lead placement under the dura. Follow up identified a company representative met with the patient on (B)(6) 2017 and she was doing fine. The patient reported she no longer experienced pain from the stimulation.